Event description:
It was reported that during follow-up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Patient condition is fine.

Event description:
New information received notes that the device was reprogrammed in the past but, non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended. The physician elected not to make any changes. The patient will continue to be monitored.